Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display screen is damaged and frozen. The customer also mentioned that they were previously hospitalized for dehydration. The customer's blood glucose was unknown at the time of the incident, but had been up to 500mg/dl. Customer treated with manual injection. Troubleshooting found that the plastic in the display screen is warped and the information on the screen is not visable. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.